Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was septic and somnolent. It was later reported that the patient's sepsis was in part related to the medications in the pump and in part not related. The patient had a history of opioid and narcotic use. It was the combination of the medications in the pump and other drugs that caused the patient's symptoms. The patient was "over narced." The patient was treated by reducing her pump medication. The patient was given oral medication to prevent withdrawal. The patient was also treated for pneumonia, which was not related to her device. The patient was discharged and was doing fine. The drugs used in the pump at the time of the event were bupivicaine, fentanyl, dilaudid, and baclofen. It was not known whether or not it was compounded baclofen, lioresal, or gablofen.